Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated that the patient went to the emergency room in 2007, complaining of severe pain and swelling at the generator incision site. The patient was admitted to the hospital and seen by the implanting surgeon who determined the device should be explanted due to infection. The severe pain and swelling were determined to have been caused by the infection. The generator and lead were explanted six days later, and the patient was prescribed antibiotics. The patient was released from the hospital following the explant and is doing well.